Manufacturer narrative:
E1: phone: (B)(6). H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during a retrograde intrarenal surgery (rirs) to remove a stone in the right kidney, a piece of plastic was found inside the dilator of the flexor ureteral access sheath and dilators. The physician discontinued its use and completed the surgery using the access sheath only. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that during a retrograde intrarenal surgery (rirs) to remove a stone in the right kidney, a piece of plastic was found inside the dilator of the flexor ureteral access sheath and dilators. The physician discontinued its use and completed the surgery using the access sheath only. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned to cook for evaluation. Upon visual inspection, a string of material was protruding from the tip of the outer sheath and when gently tugged, it did not pull free. The material was likely scraped from the interior of sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A review of complaint history records found no other related complaints associated with the complaint device lot. Cook also reviewed product labeling. The product IFU [t_flxrp_rev5] did not provide any information related to the reported issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned device, and the results of the investigation, cook was not able to definitively determine a cause for this event. The inner lining of the sheath peeled possibly due to other devices being inserted through the scope causing the string of material to protrude from the tip of the outer sheath but this could not be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.